Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-02211 and 1627487-2012-02212. It was reported the pt had pain and swelling but no further details were provided. F/u identified the pt was receiving stimulation in her chest instead of her leg. Reprogramming efforts allegedly were unsuccessful in providing the pt with effective stimulation coverage. The pt reported her system was explanted on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.